Manufacturer narrative:
Patient-specific information section a4 and a5 are unknown. The device history review was completed and the pump passed all post sterile inspection checks. The product was not returned for review. Positioning issue: the cause of positioning issue was unable to be determined as limited clinical details were provided, and no product was returned for review. Pump suction issue: data logs showed the pump ran without issue during support. There were suction and positioning alarms triggered during the case but resolved quickly. The cause of pump suction issue was unable to be determined as limited clinical details were provided, and no product was returned for review. Pericardial effusion: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Ischemia: in order to make a root cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant placed the impella 5.5 to support the patient admitted for heart failure/cardiogenic shock. While on support, positioning issues, access site injury and suction alarms were noted. One day post start of the impella 5.5 support, positioning unknown alarms were encountered. Under an echocardiogram, the impella 5.5 pump was back to 4.5cm from the aortic valve to address the issue. Approximately six days later and some days to following it was additionally noted there was some persistent access site pain and scant serosanguinous drainage experienced. Days following, the access site was tender, and the dressing was regularly changed. Oozing persisted but the pain resolved. Resolution of the oozing timeframe is unknown. However, now on day 11 of impella support, suction was encountered with a brief placement signal diastolic of 14. The echocardiogram revealed the impella was measuring 6.4cm and was repositioned. The impella 5.5 device was pulled back to 5.9cm (45.5cm at site). In addition to the above, notifications via abiomed¿s long-term outcome and quality indicator (loqi) impella registry were received and reported the patient experienced pericardial effusion. Pericardiocentesis was performed with jp drain placement that was eventually removed. Repeat echocardiograms showed stability with last one showing small effusion. Furthermore, the patient experienced chest pain with discomfort and some burning, which was described as sharp, and occurred when taking a deep breath or moving. The patient was tender to palpation to both the epigastric and sternum. Morphine was needed for pain control. A chest MRI was done and showed granulation tissue/scarring vs low grade muscle strain at the medial margin of the left rectus abdominal muscle just inferior to the sternum just deep to the sternotomy -nonspecific findings. Relatedness to the impella device used for these events was unknown/undetermined. Eventually, the patient received a heart transplant, and the pump was successfully removed.